Event description:
In 2009, the pt reported that her blood glucose was elevated to 400 mg/dl two days later. She stated that she changed her infusion site and bolused through the infusion device but her blood glucose did not decrease. Symptoms of elevated blood glucose are being tired and moody. Her target blood glucose level is 120 mg/dl. She examined the infusion device and found insulin collecting in the cartridge compartment near the piston rod. She removed the insulin cartridge and allowed the infusion device to dry. She reinserted the same insulin cartridge and had no further issues. The pt believes the insulin cartridge was leaking. The pt was advised to switch to her backup infusion device. At the time of the report, the pt's blood glucose had returned to her target range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and insulin cartridge were requested to be returned for eval.